Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an aortic valve change, at the moment of closing, the needle broke and was detached from the thread. They used another device to complete the case. There was no patient injury.